Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A remstar auto a-flex device was returned to a third-party service center with no initial alleged complaint. During the evaluation of the device, the service technician observed visible foam particles. There was no report of a serious or permanent harm or injury. There was no report of medical intervention. Additionally, the service technician also noted error codes e100 (err_humid_no_heat), e065 (err_stuck_encoder_a), and e066 (err_stuck_encoder_b). The device was scrapped. This event is reportable under FDA 21 cfr part 803 as it meets the criteria for a serious injury and/or product malfunction.